Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Reviewed the alarm history and the alarm was confirmed. Ran a displacement test and the test failed. The customer's blood glucose reading was 136mg/dl. Advised the customer revert to back up plan until replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of the motor encoder signal being out of phase.